Event description:
Patient reported left side "excess pain" before they stopped breast feeding. Healthcare professional reported capsular contracture baker grade iii and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: underweight, opening and crease fold. A microscopic analysis was performed which identify crease smooth opening on posterior and observed device appearance (observed what appears to be like crater appearance on shell surface) and observed non-penetrating nicks. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening. Non-penetrating nick.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture. The events of pain and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side "excess pain" before they stopped breast feeding. Healthcare professional reported capsular contracture baker grade iii and rupture. The device has been explanted.